Manufacturer narrative:
Photo provided by the customer shows the smartsite component to be oval in shape. The customer's report of leaking from an oval smartsite was confirmed. Visual inspection of the set noted the female luer adaptor (fla) of the smartsite was oval shaped. No other anomalies was observed. The root cause of this issue is exposure of the smartsite to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.